Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported bleeding could not conclusively be established through this evaluation. It was reported that there was bleeding from the surgical site. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until (B)(6) 2019, when the patient expired. The device was not returned for evaluation (death was reported under MFR # (B)(4). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient experienced bleeding from the surgical site. No additional information was reported.